Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0218859826, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: 0218859826, ubd: 14-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 950 mcg/ml at a dose of 400 mcg/day and clonidine 100 mcg/ml at a dose of 43 mcg/day via an implantable infusion pump. It was reported that 10 days after implanting the pump system (implanted (B)(6) 2019), the patient¿s spasticity increased again but not every day. Environmental/external/patient factors that may have led or contributed to the issue were unknown. It was noted that they did an x-ray, a side-port puncture and a rotor test. They also tried increasing the daily dose, doing flex mode, and tried a mixture of clonidine in combination with lioresal. The catheter was replaced on (B)(6) 2020. At the time of the report it was unknown if the issue was resolved but the patient status was alive without injury. No further complications were reported or anticipated.

Manufacturer narrative:
H3: analysis of the catheter identified a kink in the catheter body. H6: the previously reported evaluation codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received in response to a request for follow-up. It was clarified that the x-ray showed no anomalies. In addition, the side port puncture also showed no anomalies as the back flow of the liquor was okay and the contrast medium showed a normal picture in the spinal space with the catheter tip at th8. It was indicated that no catheter anomalies were observed during the explant procedure or upon examining the catheter after explant. It was also clarified that a motor stall seen in the logs that lasted about 30 minutes on (B)(6) 2020 was related to an MRI.